Event description:
A filter did not fully open after deployment. A second filter was successfully placed with no pt complications. This device remains implanted and will not be available for evaluation. A pre-placement cavogram was not performed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed which co believes contributed to this event.